Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds which resulted in loss of capture. It was also noted the patient experienced asystole greater than two seconds. Subsequently, the rv lead was explanted and replaced successfully. No additional adverse patient effects were reported.